Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had low blood glucose levels of 35 mg/dl and was found unresponsive. The paramedics were called and the patient was taken to the hospital. Despite good faith attempts to obtain further details, no additional information was provided.